Event description:
(B)(6) states she was being transferred from one bed to another and the lift allegedly leaned and (B)(6) who was in the sling when it tipped fell to the floor. The lift fell on her and the paramedics were called to pick the lift up off (B)(6). She was checked out and no injury was reported. She did not have an exact date this occurred. She said about a month ago this happened. The leg on the right side looks like it is bent and will not sit level and the piece that goes into the leg is also bent. She is going to contact (B)(6) the dealer for further assistance

Event description:
New information received from the dealer 01/16/2015: dealer reported that the end user did incur bruising and the family took her to hospital to be checked out. No further information available. (B)(6) states she was being transferred from one bed to another and the lift allegedly leaned and (B)(6) who was in the sling when it tipped fell to the floor. The lift fell on her and the paramedics were called to pick the lift up off (B)(6). She was checked out and no injury was reported. She did not have an exact date this occurred. She said about a month ago this happened. The leg on the right side looks like it is bent and will not sit level and the piece that goes into the leg is also bent. She is going to contact rgh enterprises the dealer for further assistance

Manufacturer narrative:
Additional information confirmed by dealer, end user sustained bruising from the fall and family took user to the hospital to be checked out.